Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The exact implant date was not available, but the year was confirmed to be 2010. The patient experienced slight symptoms of underdosing and "confusing state." No further actions were taken to resolve the issue. Replacement was not planned or scheduled, as the patient was in clinic because of kidney failure. The pump remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a manufacturer representative indicated the decision was made to not replace or explant the pump. The pump will remain in the patient and will not be returned.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received compounded baclofen (1000mcg/ml, 200mcg/day)in an implantable pump for an unknown indication for use. The concomitant medication and past medical history could not be obtained. The patient reported hearing an audible alarm. The hcp found the pump in "battery alarm (safe state)." An interrogation session report from (B)(6) 2017 indicated multiple low battery resets occurred (8 low battery resets were visible in the provided portion of pump logs). The patient experienced little withdrawal symptoms. It was unknown if the pump would be replaced, the estimated date, and if the pump would be returned for analysis. There was no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting performed included viewing the pump logs. The pump was programmed out of safe state (minimum rate mode) to 199.9mcg/day. The elective replacement indicator (eri) was noted to be 7 months. No further actions/interventions were taken. The issue was considered ongoing. No surgical intervention occurred or was planned (also reported was will be replaced in the future). The status of the patient was stated to be alive and with no injury. The pump remained implanted and out of service. No further complications were reported/anticipated.